Manufacturer narrative:
(B)(4).

Event description:
The event was reported to sigma as follows: the nurse manager reported that a patient had to have CPR due to an upstream occlusion alarm on a pump. This was due to patient sensitivity to the norepinephrine infusion (i.e. It was important that the infusion not be interrupted). She indicated that the first upstream occlusion alarm was addressed but the alarm repeated and was not addressed fast enough and the norepinephrine infusion was interrupted for a period of time. The nurse believes that CPR was required due to interruption in infusion. Sigma was unable to determine if the occlusion alarms associated with this event were actual occlusions or nuisance upstream occlusion alarms. Device failure investigation determined that the device passed upstream occlusion testing. However, the sensor was replaced during servicing because the response time for detection was toward the lower end of the specification.